Event description:
It was reported the insulin pump was alarming "no delivery." Customer's spouse stated the customer has previously reported "no delivery" issues and a new pump and some recommended infusion sets were sent, but customer continues to get the same alarm. Customer has tried being off the device and troubleshoot on his own. Customer's spouse stated the device will alarm "no delivery" even when the customer was not connected to the device. Customer's spouse was unable to confirm serial number on the device, she was advised to call back to do proper troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.